Event description:
It was reported that the microdebrider handpiece was ¿slow or getting hot¿ preoperatively with no patient impact.

Manufacturer narrative:
(B)(4). The handpiece was received in a non-functioning condition when it arrived; therefore, temperature testing could not be performed. Internal parts of the device were observed to be severely corroded due to dried saline. The device was scrapped as it was unrepairable. Method ¿ actual device evaluated visual inspection. Mechanical evaluation. Results ¿ degradation problem. Conclusion ¿ device received in condition making evaluation impossible.